Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with controller alarm fault. The log file analysis showed the replace controller alarm observed. There were no other alarms present. It was recommended at that time to replace the system controller for safety concerns. On (B)(6) 2020, it was reported that there was a controller exchange on (B)(6) 2020. Log files were sent in and was reviewed by technical services. There were no more unusual events captured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 17 days of data combined ((B)(6) 2020 per the timestamp). The log file captured controller fault alarms due to a backup battery test circuit fault on (B)(6) 2020 from 13:03:40 until the controller was exchanged at 14:46:50. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 14:46:34 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. An additional log file was submitted for review after the controller was exchanged. Technical services reviewed the submitted log file and noted that were no atypical alarms active; the controller fault alarm was resolved. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.